Manufacturer narrative:
Device alarmed a21 after battery change and resets time/date to factory default due to connector voltage leak at interface board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a recurring unexpected restart alarms. Troubleshooting was done for unexpected restart alarm. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. Customer stated that they received another alarm after troubleshooting during normal use. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.